Event description:
It was reported to philips that the flexvision monitor failed brightness test on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the 58'' uhd color lcd monitor sp. The system was returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).